Event description:
It was reported on a company hosted call line by a caregiver that her son died after having vns placed. Additional relevant information has not been received to-date.

Event description:
Further information was received that the patient passed away eight months after being implanted with vns. Additional information was then received which identified that this patient's passing was previously reported in mfg report # 1644487-2017-03023. As such, the death report will be captured in mfg report # 1644487-2017-03023.